Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral antegrade approach, the contrast medium allegedly leaked from the hub of the catheter at 14 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no specific anomalies noted. Upon functional evaluation, the device was inflated with an in-house presto device to14 atm and water was noted to be leaking from the balloon bond joint to the catheter. Microscopic observation was performed and noted a circumferential break at the proximal glue joint. Therefore, the investigation has confirmed for the reported leak as the water leaks from the catheter bond joint to balloon during the functional testing. The investigation also confirmed for the identified break as a circumferential break at the proximal glue joint during the microscopic observation of the returned device for evaluation. During the microscopic observation a break was noted on the proximal glue joint on the catheter might contribute the reported leak. However, the definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).